Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report: the reported event is not confirmed. Additional information, lot number, patient medical records was not provided. A review of the batch record could not be provided. The UDI is unknown due to the lack of the lot number not being provided. A three year retrospective review of all nonconformance's was performed. There is no nonconformance's related to the reported event. A three year retrospective review of all retention inspection reports was performed. There was no nonconformance's documented in the report. A review of the product stability study report was performed. The conclusion of the report states that the product has met all required specifications and tolerances. The reported event is a known inherent risk of the use of the device based on the clinical assessment of the complaint. A supplemental report will be submitted upon receipt of new and relevant information. This case will be monitored and trended for future analysis.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 07october2024, anika received a medwatch report from the FDA. A patient of unknown age and demographic was treated with monovisc (course/treatment date unknown) and reported a lack of effect. The lot number was not provided. The healthcare provider name and contact information was not provided. There was no report of a device or labeling deficiency. The current status of the patient is unknown. Patient did not consent to follow up.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 07october2024 anika received a medwatch report from the FDA. A patient of unknown age and demographic was treated with monovisc (course/treatment date unknown) and reported a lack of effect. The lot number was not provided. The healthcare provider name and contact information was not provided. There was no report of a device or labeling deficiency. The current status of the patient is unknown. Patient did not consent to follow up.